Event description:
It was reported that the patient received one inappropriate shock due to t-wave oversensing and a decrease in r-waves amplitude. This issue occurred under primary vector configuration, while the patient was performing physical exercise. The patient will be brought to the health care facility for evaluations and possible reprogramming, according to technical services recommendations. Further information indicates the patient went through exercise testing and the sensing vector was reprogrammed. The patient will continue to be monitored. This subcutaneous implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient received one inappropriate shock due to t-wave oversensing and a decrease in r-waves amplitude. This issue occurred under primary vector configuration, while the patient was performing physical exercise. The patient will be brought to the health care facility for evaluations and possible reprogramming, according to technical services recommendations. This subcutaneous implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.